Event description:
Information received from the field notes that review of ECG strips from a routine follow-up revealed that the leads were reversed in the connector header. The device was programmed to aair and will remain that way until the battery runs down. The patient was asymptomatic and was not pacemaker dependent.